Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a clearlink system extension set . Medication was pushed via syringe administration into one clearlink valve on the line, the other clearlink valves within the set leaked. The event occurred during testing. There was no patient involvement. No additional information was available.